Event description:
The facility reported an infusion pump with a failure code 703. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 703 was confirmed. Failure code 703 was found in the event history. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) caused failure code 703. The uim pcb was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.